Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_perc_extension, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the distal electrode 3 ¿receiver¿ metal part of the percutaneous extension twisted inside the housing as the screw was being removed. No factors were noted to have led to the event. The lead seemed to go into the implantable neurostimulator (ins) okay, so proceeded with ins implant. Impedance was checked upon completion of procedure and all checked out okay. The issue was noted as resolved at the time of the report. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the percutaneous extension, model unknown, serial/lot unknown, found extension body cut through, product segmented, no significant anomaly. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the extension, it was noted the proximal end was not returned. A small distal segment of the percutaneous extension was returned. A known good lead could be inserted in the distal end and the set screws tightened with a 4 oz-in torque wrench. The set screw connector blocks had to be held tight from the sides. If information is provided in the future, a supplemental report will be issued.